Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿IV pump/brain seems to be administering medication at a rate much faster than programmed - piggybacks are emptying over minutes rather than hours." There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative: root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿IV pump/brain seems to be administering medication at a rate much faster than programmed - piggybacks are emptying over minutes rather than hours." There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.